Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping. They tried to reboot unit, but it went into an alarm condition. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the main board. The unit was tested to factory specification. It functioned normally and was returned to the customer.